Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete "tesing") was confirmed. As received, the monitor was intermittently producing service code 105 and service code 204. The cause of the service codes is a shorted u409 processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.